Event description:
The customer alleged that her contour meter gave a blood glucose reading that contained a decimal point, indicating the meter could be reading in mmol/l. The meter in question should have the units of measure locked in mg/dl. No adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.